Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent breast reduction surgery on an unknown date and topical skin adhesive was used. One week post-operatively, the patient experienced an allergic reaction to the topical skin adhesive, which caused serious eczema "dermatologica" and severe stress. Liquid also ran down the patient's side causing allergic reaction. The topical skin adhesive was taken off. Additional information has been requested.